Event description:
The pt was implanted with a left ventricular assist device (lvad). Info was provided to the MFR through their device tracking sys indicating that the pt expired. Cause of death: low vad flow; pt request of withdrawal of support. Info provided by the vad coordinator stated that at the time of death, the pt was on an isuprel gtt for right heart support; support was not withdrawn, pt acutely decompensated and expired. The pt never made a full recovery from implant. He was maintained on inotropes (dobutamine, milrinone, sildenafil) until time of death. No indication that the device had issues or that this was therapy related. Echo on (B)(6) 2014 showed ef at 45%., improved lv and rv function. No vad alarms since implant. Vad parameters/downloaded were normal at 0930 on the day pt expired. Course was complicated by clostridium difficile (c.diff) septic shock and respiratory failure. The pt was not intubated or sedated at time of death. The pt had requested for several days without improvement that if something occurred, the pt did not want life saving measure. The pt went unresponsive, hypotensive, vad flow dropped, pulseless electrical activity (pea) and no resuscitation.

Manufacturer narrative:
According to the info provided, the lvad pump will not be returning for evaluation. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
Specific causes for the reported infection, sepsis, and reduction in pump flow could not be conclusively determined as the pump was not returned for evaluation. The instructions for use lists infection and sepsis as adverse events that may be associated with use of the heartmate ii left ventricular assist system. Furthermore, care instructions in regards to preventing infection are outlined in various sections of thoratec's approved labeling. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.